Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation has contributed to patient injury previously. Device issue: guide wire core separation. It was reported that after pre-dilatation, the guide wire was observed to be broken, distal to the balloon. The balloon was removed and a stent was inserted. After the stent was deployed, the stent delivery system (sds) was removed together with the guide wire. When the guide wire was outside the patient, the core was separated, but the coils were noted to still be attached. Another guide wire from the same batch was used without a problem. A cine of the procedure was returned for review. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Results and conclusion summation - quality engineering reviewed the incident information and the cine review which showed a period of time when the guide wire tip was prolapsed. This practice is contrary to the IFU warnings. When the tip is prolapsed or in a very tortuous vessel, the beating heart can intensify and accelerate guide wire fatigue. The only conclusion from the available information is that the prolapsed guide wire may have contributed to early failure of the guide wire from accelerated fatigue.